Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The positive bi result was found after 24 hours of incubation. The hospital did not provide information regarding the previous and subsequent bis regarding growth. The bi was not crushed prior to processing. It is unknown if heavy objects were sitting on or under the bi during processing that could have damaged the ampoule. At this time, there are no reports of injury or harm from the event. Patients did not receive prophylactic treatment. This event is being reported because there were items in the load that were released before reading the bi results. The item(s) that were released included a p.n catch and a looped suture.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 09/2011 to 08/2012. There was no significant trend observed. Trending analysis by lot number was performed. The lot history from 07/19/2012 to 09/04/2012). Found there were two other similar reported incidents. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. Thirty-two (32) retain bis were tested. Product specification was met with 0+/32 bis after processing and incubation. Visual analysis of the returned suspected positive bi found no anomalies were observed that would contribute to positive bi results. There was no media remaining to confirm the positive bi result. However, the ci disc is golden in color, indicative of peroxide exposure. There are a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load. Sterrad® malfunction is unlikely as a possible factor since the cycle passed and the ci changed appropriately. Cyclesure® malfunction was eliminated as a contributing factor since evaluation of the retains product demonstrated that the product functions as intended when used per IFU, the customer has been advised that a load should be quarantined until the bi results are confirmed as negative for growth.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Sex: corrected from female to unknown.